Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. A cold reset was performed. The customer stated that they were unable to clear the alarm and the insulin pump did not require rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer returned pump for an alleged unexpected restart alarm. Pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. Pump history download using thds was successful. However pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected restart alarm anomalies noted. (Not confirmed).